Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the root cause of the reported clinical observations was felt to be related to poor lead placement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited increased threshold measurements and increased pacing impedance measurements of 1,121 ohms. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.